Event description:
The patient reported post-op procedural pain and swelling and they are not getting pain relief. Therapy was never achieved and the trial was removed on (B)(6) 2022. The swelling has decreased and the patient is doing fine.

Manufacturer narrative:
No therapy/loss of therapy questionnaire was reviewed for potential causes of the reported issue. Based on this review, migration, inadequate fixation, and no attempts to reprogram the waa have been ruled out as potential causes. However, the patient has contraindicating conditions including morbid obesity, diabetes, and a history of swelling. The stimulator is used to treat pain. The cause of the reported issue is due to the patient being a poor candidate due to health, weight, age, or mental capacity as they are morbidly obese, have diabetes and a history of swelling (user error - clinician). Rates reviewed at the most recent complaint trending meeting do not indicate a significant increase in loss of therapy/no therapy issues. Loss of therapy/no therapy issue rates remain acceptably low; thus, CAPA is not required. Loss of therapy/no therapy issue rates will continue to be tracked and trended.